Event description:
The following was reported to hamilton medical ag: summary: function keys are not working.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: keypad ffc cable defective. Correction: replaced the defective component.